Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 350-400 mg/dl. The customer stated that he was on the way to (B)(6) to get syringes to treat his high readings. The customer stated that the motor error was received during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch also, unable to perform any tests due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window noted and missing the end cap sticker.